Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Functional testing and pressure testing resulted in a leak from the silicone segment near the upper fitment. The cause of the leak was a pinhole tear near the upper fitment. The origin of the pinhole was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that 45 minutes into a vp-16 infusion, leaking was noticed at the pump. It was determined that the leak originated from the silicone segment of the tubing. The leak caused a 1 hour delay in administration of the vp-16, and the patient did not receive the full dose as a result of the leak. The customer reported there was no patient harm.